Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: france. It was reported that the needle detached from the thread.

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and mainly distributed (B)(4) units in the market. There are 24 units in stock in b. Braun surgical's warehouse. 12 units have been requested for analysis of the complaint as no closed samples have been received by the end customer. We have received an open sample (suture is unused but there are rests of blood in the aluminum pack) with the needle detached from the thread and the thread is still wound on the pack. The 12 samples requested from stock have also been analyzed: tightness test to the closed samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received from stock and the results fulfill the requirements of the european pharmacopoeia (ep): 2.16 kgf in average and 1.16 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. We take note of this incidence in order to assess if new or additional actions are needed. The complaint is not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.